Manufacturer narrative:
The device was returned to mmdg for evaluation of the free flow complaint. During the investigation mmdg was not able to confirm or replicate the complaint. The pump operated within product specifications. The device was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump free flowed. They stated that when a set was inserted into the pump and the latch was closed, the pump began to flow. Mmdg made multiple follow up attempts and the initial reporter did state that this did not occur on a patient. (B)(4)